Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation was received march 02, 2021 with lot number 2481777. Visual analysis of the returned device identified: fold creases, broken plug strap, yellow particles in device inner/outer surface and one linear opening. A microscopic analysis and leak test were performed which identified one sharp opening and a broken sharp plug strap. A dimension measurement of the shell was performed which identified the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the posterior side assessed as unidentified (tear) opening. Broken sharp plug strap assessed as unidentified (tear) opening."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.